Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is ¿breast tissue gone really hard, capsular contracture, and breast hurts".

Event description:
Patient reported their ¿breast tissue gone really hard, capsular contracture, and breast hurts. The device remains implanted. This record represents the right side.